Event description:
It was reported that the right ventricular (rv) lead had very high threshold and was capped. It was also reported that during attempted implant of the new lead, the lead would not capture through the device. However during placement the lead tested ok through the analyzer. The lead was then disconnected and tested through the analyzer and was not capturing. It was further reported that the lead was never able to get good sensing or threshold numbers. Therefore the lead and device were removed and replaced with a new lead and device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed and no anomalies were found. There was tissue on the helix. The analyst noted that there are six sets of setscrew marks on the is-1 pin. One set of setscrew marks on the is-1 pin is too proximal and the other sets are in the correct position. It cannot be determined when, but at some time the lead was not fully inserted into the device. (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead had very high threshold. It was also reported that during attempted implant of the new lead, the lead would not capture through the device. However during placement the lead tested ok through the analyzer. The lead was then disconnected and tested through the analyzer and was not capturing. It was further reported that the lead was never able to get good sensing or threshold numbers. Therefore the lead and device were removed and replaced with a new lead and device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed and no anomalies were found. There was tissue on the helix. The analyst noted that there are six sets of setscrew marks on the is-1 pin. One set of setscrew marks on the is-1 pin is too proximal and the other sets are in the correct position. It cannot be determined when, but at some time the lead was not fully inserted into the device.